Manufacturer narrative:
Lead model 3093-33, lot# v821784 ,implanted: (B)(6) 2011 explanted: (B)(6) 2011.

Event description:
It was reported that the patient experienced severe in their left leg following implantation of an implantable neurostimulator (ins). The patient had their ins removed. Pain had since then subsided, but returned on (B)(6) 2011, at a lower intensity. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had experienced sciatica. The cause of the event was a painful electrode. There were no abnormal impedances and there did not appear to be a defect in the lead. The patient recovered without sequelae.